Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. During a routine 45-day follow-up transesophageal echocardiography (tee), a 4mm leak was discovered. The physician plans to keep the patient on oral anticoagulation (oac) for six (6) months and repeat a tee. There were no patient complications.